Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings: on examination, the audio bolus button was intact without visible damage. On testing, the audio bolus button was difficult to push. The button cover was removed for investigation and revealed the underlying button slug to be dislodged. There was also visible contamination on the button contact. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).